Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the stimulation felt like it was stuttering. The patient indicated that the stuttering started 3 months ago and has become more frequent as time went on. The patient claimed that it was not continuous but does occur every day. The rep provided impedance values: ref 0 all values under 1000 range 781-932 reg 9, 10 704 ohms, 15 648 ohms. Active electrodes 9 10 15 amp: 7.4v pw: 1000us rate: 60hz. A1 group impedance 465 ohms. The patient only uses group a and claimed the sensation was not positional. Technical services reviewed that there did not seem to be any obvious issues with impedance or the stimulation that would cause the stuttering sensation. Additional information from the rep stated the cause of the stuttering was unknown. No further patient complications were reported as a result of this event.